Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 400 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, and the pump was found to have announced the low power alerts and alarms as intended prior to pump shutting off. Customer experienced nausea and blood glucose was 476 mg/dl. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Code added: 1503.